Event description:
The patient reportedly was hospitalized with meningitis, in march 2006 exploratory surgery was performed on the patient. During the procedure, the patient was found to have otitis media in the implanted ear and purulence on the myringotomy with bacteria. The patient remains in the hospital and is being treated with antibiotics (name not given). The patient's c11 device remains implanted.